Event description:
The customer called and reported experiencing low blood glucose of 50 mg/dl. Customer attributed this to physical labor and forgetting to lower his basal rate to 80 percent, which had been recommended. Customer also mentioned other instances of low blood glucose in the morning, for which he declined to be transferred to receive further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.